Event description:
The patient was anesthetized for a bone marrow aspirate and biopsy. A 3 inch bone marrow biopsy needle was inserted into the patient's right posterior iliac crest. The blue plastic handle disconnected from the metal needle leaving the needle in the patient. The needle was removed using a hemostat serving as a handle. Sufficient marrow was obtained and the patient suffered no complications.